Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, during vitrectomy surgery, an ophthalmic operating system kept displaying the advisory and there were no cutting and aspiration exhibited by the system. The procedure was able to complete on the same day without any patient harm.

Manufacturer narrative:
Upon further review, the initial decision to report was incorrect resulting in the initial report being submitted in error. When the system message- fluidics is displayed all other functionalities including cutting and aspiration will be inhibited and hence the standalone event code system message - fluidics is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The previously submitted event under manufacturer mfg. Report num: 2028159-2026-00335 does not meet the criteria for MDR reporting as per applicable regulations. Hence, no further reports will be submitted under mfg. Report num: 2028159-2026-00335. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.